Event description:
It was reported that the battery of this implantable cardioverter defibrillator (ICD) was prematurely depleting. Review of device data confirmed the power consumption is unusually high and appears to follow a pattern that repeats weekly. No changes were made and the ICD remains in service. No adverse patient effects were reported.